Event description:
As per email received from the affiliate: a 2.5 x 18mm cypher was implanted. Three days later, the patient developed chest pain. Patient took nitroglycerin spray, but the symptoms did not improve. Angiography was conducted and thrombus was confirmed in the implanted cypher stent. The physician tried to conduct aspiration, but the catheter could not reach the target lesion. Balloon angioplasty was conducted and the symptoms improved.